Event description:
It was reported that approximately 2 and 1/2 months post lens implantation; an asymmetrical lens vault (z-syndrome) was observed. Yag was performed. The prognosis was reported as "great after treatment." This event refers to the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.